Event description:
Additional information received reported that the pump had been empty before the saline was put in. The hospital would not give the health care professional the drug to refill the pump, so they had to get the drug from an outside pharmacy.

Event description:
The patient had symptoms (unspecified) and the pump was filled with saline; the pump had been delivering saline at a rate of 1 ml/day for the past three days. Prior to filling with saline, the pump contained fentanyl 4mg/ml, delivered at 4mg/day and bupivacaine 10 mg/ml delivered at 9.53 mg/day. It was planned to refill the pump with clonidine (concentration unspecified) and bupivacaine 10 mg/ml. Further information is being requested from the hcp; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted: product typ programmer, physician product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: na; product typ catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product typ catheter. (B)(4).